Manufacturer narrative:
Additional information: the stent was not implanted in the proper location, but remains in the patient's eye therefore the surgery date was indicated in the implant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR reference#: (B)(4).

Event description:
Initially, it was reported that following cataract surgery, the surgeon was unable to implant one (1) of the two (2) stents from a trabecular micro-bypass stent system. An attempt was made to reacquire the stent but was unsuccessful. The surgeon attempted to remove the stent via I/a but moved the patient¿s head prior to observing if I/a was successful. Reportedly, the stent was potentially visualized in the vitreous. If confirmed that the stent is in the vitreous, the patient will be referred to a specialist. The following additional information was provided on 08/13/2018. On post-operative day one (1), the stent could not visualize in the vitreous. The patient¿s iop was stable at 6/12. On post-operative day six (6), the surgeon observed that the implanted stent was not placed in intended location and that it was place in the angle and not placed correctly in the trabecular meshwork. The patient¿s iop was 6/7.5. Reportedly, the patient is happy with the result and according to the surgeon, no further action is required.